Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced an event of infusion set bent cannula on (B)(6) 2026. The blockage was at the site. The event occurred within three or more hours of insertion. The insertion site was abdomen. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully.